Event description:
A nurse was placing a peripherally inserted central catheter (PICC) line on a patient. While threading the line up through the arm vein into the subclavian vein, nurse noticed the electrocardiogram (EKG) tracing was not working. This has been a problem with many of our tracing wires. The nurse flushed the line (which is standard to do) when the rounded rubber stopper at the end of the PICC, made a loud pop and exploded, looking like flower petals. Nurse immediately pulled the line out of the patient, examined it to make sure nothing had broken off inside the patient. Then, the assistant drop another PICC line onto the sterile field. Once the nurse prepared the line and threaded it into the patient's vein, the EKG tracing was still not working. New tracing wires were replaced on the patient, and it began to work. This is not the first time the tracing wires on the bard PICC lines have malfunctioned. Clinical staff have been saving them in the office to give to the manufacturer to see what's going on. This is the first time the rubber stopper has ever exploded, which is a much more safety concern than the tracing wires. No attention was brought to the issue while in the room with the patient. However, patient would have heard the loud pop, and clinical staff talking about replacing the PICC with a new one, and saving it to give to the manufacturer, but patient didn't say anything, (patient was under a sterile towel). Additional information after talking with bd representative. Bd is picking up the defective products. There are two product issues with the bd piccs: imploded rubber stopper. This is the problem reported in the safety net event and was a single event of this nature. The defective product is from a covid patient and has been quadruple bagged. Bd representative picked the defective product. Quick summary of product problem: stylet was not working to get a waveform, sometimes the tracing kicks in if flush the side port with saline. While flushing side port, clinician heard a ¿pop¿ noise. Introducer remained in place¿removed PICC and examined for perforation. PICC was intact ¿ the perforation was of the rubber stopper that the stylet passes through. No resistance was felt when flushing. Yellow waveform does not show up. This is an ongoing problem that clinical staff has identified over several months. Bd has 5-6 examples of the defective products for analysis (provided late part of 2021). Bd representative reports that these defective products are currently under investigation. More product has been collected by bd representative. There is no pattern with catheter size, lot numbers, etc. Quick summary of the product problem: sherlock is placed on patient¿s chest and then fin attached. EKG leads attached¿baseline tracing (white) appears as expected. Second fin is placed over the sterile drapes onto the first fin. Expect to see a yellow wave form tracing appear but it does not. Troubleshoot by readjusting fin and EKG leads¿this sometimes work. If still no yellow waveform, procedure is stopped. Open new PICC and replace the patient wires and fin¿replacement with new product has always fixed the issue. It is not possible to buy the fin and wire configurations separate from the PICC.